Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified. Evaluation was not able to reproduce the reported issue due to testing being performed that removed the pump from received condition. No component could be identified for causality however, the no tube and force sensor scale factor were calibrated to ensure proper functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not automatically restart after a downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.